Event description:
It was reported that an ilet pump displayed recurring alert code 38 indicating a motor stall, which persisted after the user fully charged the device and performed multiple restarts, leading to shipment of a replacement device and instructions for safe shutdown and data syncing. Symptoms included no change in blood glucose. Outcomes included continued use of cgm via dexcom app or receiver and planned return of the affected pump. Investigation included technical support troubleshooting, device restart attempts, and follow-up for device return. Investigation of this device revealed a suspected motor malfunction consistent with a pump motor stall, with no patient injury reported. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.